Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 11 years and 8 months following the implant of a transcatheter pulmonary valve, infective endocarditis was identified. Subsequently, the patient was hospitalized and explant of the transcatheter pulmonary valve was planned as well as the implant of a new transcatheter pulmonary valve. Per the physician, the transcatheter pulmonary valve contributed to the patient's infective endocarditis.

Event description:
It was reported that 11 years and 8 months following the implant of a transcatheter pulmonary valve, infective endocarditis was identified. Subsequently, the patient was hospitalized and explant of the transcatheter pulmonary valve was planned as well as the implant of a new transcatheter pulmonary valve. Per the physician, the transcatheter pulmonary valve contributed to the patient's infective endocarditis. Additional information was received that the endocarditis was confirmed, and vegetation was present on echocardiogram. It was clarified that this transcatheter valve will be replaced with just a surgical pulmonary valve. There were no factors that would have predisposed the patient to endocarditis, and the patient does not have a history of endocarditis.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the valve in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Insufficient information was received to reasonably suggest the device caused/contributed to a reportable event. Valid scientific evidence supports no valve-related cause for endocarditis where the valve implant time exceeds two months. Ref: 21 cfr 803.20 (c)(2), and position paper: (B)(4): reporting rationale on infective endocarditis associated with prosthetic/bioprosthetic valves; annuloplasty devices. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.